Event description:
It was reported that a sleeping patient was extubated when device shuttle slipped off the track. An emergency intubation procedure was performed which went well.

Manufacturer narrative:
The device in question was visually inspected on site at the user facility. The results of the visual inspections were that both the device shuttle and track were fully formed and the shuttle was on the track. The device visually appeared to meet product specification.